Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20100996.

Event description:
It was reported that the patient experienced loss of stimulation. It was also reported that the spinal cord stimulator was no longer working. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were returned as they were discarded by the medical facility.